Event description:
It was reported that the procedure was cancelled. An ilab cart and opticross peripheral imaging catheter were selected for ultrasound examination of the target lesion. During setup, the ilab cart would not recognize the opticross catheter. Because of this, the procedure was cancelled after the patient had already been sedated. There were no patient complications.

Manufacturer narrative:
Imdrf code updated to f1001: absence of treatment additional information regarding the event during investigation, clarified that the opticross35 requires a special catheter table to be installed in order for it to function and recognize catheters correctly. The reported issue was resolved via a software updated to allow correct function. It can be concluded that the product operates as intended with no issues.

Event description:
It was reported that the procedure was cancelled. An ilab cart and opticross peripheral imaging catheter were selected for ultrasound examination of the target lesion. During setup, the ilab cart would not recognize the opticross catheter. Because of this, the procedure was cancelled after the patient had already been sedated. There were no patient complications.